Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Patient reported that she had a miniarc sling implanted on (B)(6)-2009, now is experiencing an autoimmune dysfunction as a result of an allergic reaction. Sling removal is now "required". Ams requested additional information from implanting physician; the doctor responded that he does not use the miniarc sling. Attempts to obtain additional information have not been successful.